Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) of 900mg/dl with large ketones and diabetic ketoacidosis and was treated in the hospital with insulin via injection and IV fluids. Reportedly, the patient had been delivering minimal boluses in the days prior to the alleged incident, and on the day of the alleged incident the patient suspended the pump for 3 hours and was consuming food without receiving insulin. The patient reportedly contacted 911 due to elevated bgs. The patient reportedly discontinued insulin pump therapy and remained hospitalized at the time of the call to animas. Customer technical support reviewed the pump with the reporter and found cancelled boluses in the pump history. The patient was reportedly not aware of the cancelled boluses. Troubleshooting revealed that basal and bolus settings were incorrectly programmed. Diabetes management factors were determined to be contributing to the alleged incident, as the patient was not bolusing appropriately. However, this complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error of the pump in that the settings had been incorrectly programmed.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.